Manufacturer narrative:
Crossroads identified poster regarding staple compression plates compared to staples at (B)(6). The poster reports a retrospective chart review of patients 22 patients that received staple compression plates (dynaforce) compared with delta staple. Two (2) patients with dynaforce developed non-union. Resolution of events are unknown. It is unknown if dynaforce plates and staples were removed or remain implanted. It is unknown if the radiographically identified non-union was associated with clinical symptoms.

Event description:
Crossroads identified poster regarding staple compression plates compared to staples at (B)(6). The poster reports a retrospective chart review of patients 22 patients that received staple compression plates (dynaforce) compared with delta staple. Two (2) patients with dynaforce developed non-union.